Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Reported events: 2 event was reported for this quarter. Product return status: 1 device was received for evaluation; 1 device was not available to stryker for evaluation. Evaluation status: 1 event was confirmed during testing, - 1 device was found to be affected by a shattered bearing. Product disposition: this device is not repairable and was not returned to the user facility. Additional information : there were no remedial actions taken on this device. This device is not labeled for single-use. Faciltiy has decided to not return the device for evaluation

Event description:
This report summarizes 2 malfunction events in which the device disassembled; there was no patient involvement; no patient impact.